Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and capture threshold in the rv (right ventricle) was rising. Right ventricular (rv) pace impedance steady at 415 ohms through (B)(6) 2015, then gradually rises up to 1800 ohms by (B)(6) 2016. Ventricular capture management weekly trend data shows average threshold measurement stable at 0.75 volts through (B)(6) 2015, then gradually rises up to 1.75 volts starting (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in impedances and thresholds. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Since (B)(6) 2016, rv pacing impedance has further risen from 1800 ohms up to 2300 ohms by (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was high impedance. The lead was capped and replaced.